Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch with patient identifier for suspect device in coaguchek system 2.

Event description:
Caller states that the pt tested > 8.0 inr on coaguchek system 1 and 3.0 inr on coaguchek system 2 during duplicate testing. No action was taken based on device results. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect system and replacement was sent.